Event description:
It was reported that during an endoscopic thyroidectomy procedure, the surgeon was using the device as usual. After about 30 mins, he felt it was not working well. He gave the device to the scrub nurse and she wiped it down. The blade was broken. The surgeon indicated the blade did come in slight contact with the dissector one or two times. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.